Manufacturer narrative:
Product event summary: the device was returned, analyzed, and no anomalies were found. The returned device indicated a damaged grommet. The returned device indicated a set screw with a rounded socket.

Event description:
It was reported that during an initial implant procedure, the physician was unable to engage the implantable cardioverter defibrillator (ICD)'s left ventricular (lv) set screw to fixate the lv lead. The device was removed and a different ICD was used in its place. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.